Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was malfunctioning. It was found the customer received a button error alarm. The customer's blood glucose was 20 mg/dl. It was also reported the customer was transported to the emergency room. It was also found the customer's blood glucose was fluctuating. The father stated the customer was sweaty prior to the alarm occurring. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and a broken belt clip slot.